Event description:
The following has been reported: fresenius kabi colombia's technical service technician was notified of a short-circuit problem with an infusion pump that resulted in a burn, according to the customer's report: "the infusion pump has a short circuit in its power cord connection and was infusing the patient at the time of the incident." The fresenius kabi colombia engineer said: it is indicated that the patient was not affected, but the flame was able to activate the smoke sensors in the room. What I can observe technically is a bad connection of the ac cable. There are no failures in the battery or in the power cards of the equipment. More information is requested from the client of the report. Additional information: the customer provided the following information: the patient was not harmed. The short circuit to the infusion pump occurred when it was plugged into the wall. At the time, the patient was receiving tazobactam-piperacillin medication for 3 hours per infusion pump. The infusion pump was not wet and there was no other pump connected to it. The initial diagnosis from our technical service department was: "the unit is overheating between the ac cable and the ac receptacle on the unit. It is evident that the cable has not been fully inserted, creating hot spots in the connection". Reporting as a conservative measure. No adverse effects were reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed and nothing was found related to the reported event. The device log was reviewed, no error or issue linked to the reported event was found. The reported device was not returned to brézins for investigation but was checked locally. According to provided photos, the reported event is confirmed. However, according to provided documents, the pump was safe in august 2024. According to provided information, the pump was overheating between the ac cable and the ac receptacle on the unit. It is evident that the cable has not been fully inserted, creating hot spots in the connection. For this reason, a usability issue is suspected as a potential root cause of this event. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: misuse the trend is: n/a.